Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -08.00/+1.0/040 diopter, in the patient's right eye on (B)(6) 2016. On (B)(6) 2016, the patient experienced excessive vaulting of the lens, elevated intraocular pressure (iop), and lens dislocation/subluxation. The patient had to undergo an enlargement of peripheral iridotomy (pi) or addition of new pi using yag.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).